Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a open infection under the lifevest equipment. Patient described the area as sore open infection under the right side of breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed neosporin for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.